Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the pacemaker was found in backup operation. Programming changes were made. The patient was stable throughout.